Event description:
Beginning on (B)(6) 2015, motor stalls and recoveries continued up until (B)(6) 2015. The pump didn¿t recover after that. The patient had not had an MRI recently. The patient was taken to surgery on the date of this report to replace the pump. On pump interrogation, a motor stall was seen. The pump logs indicated ¿motor stall occurred¿ and ¿stopped pump period may exceed tube set¿. During the pump replacement procedure, there was a thick white substance surrounding the pump and the pocket. It was noted that the pump had been implanted in a mesh pouch. No patient symptoms were reported. The device system was delivering clonidine, marcaine, and morphine.

Manufacturer narrative:
Concomitant medical products: product ID 8731, lot# b005435n30, implanted: (B)(6) 2003, product type: catheter. (B)(4).